Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had trouble pumping.

Manufacturer narrative:
Updated fields - b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: h6(health effect ¿ clinical code, health effect ¿ impact codes) a getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. All functional tests and calibrations passed. The unit was left pumping at 80bpm for four hours with no reported issues. The iabp was returned to the customer.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had trouble pumping. There was no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1 (event site email).